Manufacturer narrative:
The event of high intraocular pressure is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, and patient details has been requested. No additional information is available at this time. Device labeling: precautions the xen®45 gel stent and xen® injector should be carefully examined in the operating room prior to use. If increased resistance is observed at any time during the implantation procedure, stop the implantation procedure immediately and use a new xen® system. Directions for use the xen® injector is supplied preloaded and ready to use. After removing the injector from the tray, verify that the slider is in the full back position as shown in figure 1. If the slider travel lock is absent or the slider of the xen® injector has actuated, the gel stent could be potentially damaged, and should not be used. The surgeon should initiate release of the xen®45 gel stent by moving the slider of the xen® injector. To deploy the xen®45 gel stent, a forward movement of the blue slider at the center of the injector delivers the xen®45 gel stent and retracts the needle. The slider will stop at the end of its travel indicating that the procedure is complete. The injector will deploy the xen®45 gel stent approximately 2 mm into the subconjunctival space. A properly placed xen®45 gel stent will have approximately 1 mm visible in the anterior chamber and approximately 2 mm visible in the subconjunctival space. The exit from the sclera should be approximately 3 mm from the limbus. A xen®45 gel stent that has a visible end in the anterior chamber and a visible end in the subconjunctival space should be considered properly implanted. Should the final position of the xen®45 gel stent not be in the correct location (e.g., if the stent extends too far into the anterior chamber), the device may be exchanged. To exchange the device, grasp it near the point where it enters the angle. Gently pull the device away from the angle. Once you feel the stent move, release it and then grasp it again near the point where it enters the angle. Repeat this process until the stent is completely within the anterior chamber and can be removed through the corneal incision. The replacement stent should be implanted in the same quadrant or as near as possible to the original location of the removed stent using the same technique as implantation of the initial stent.

Event description:
Healthcare professional reported noticeable defect on the lumen after implantation at the end of the xen®45 gts but unable to identify the issue. Post-op, the "pressure rose in the patient and stopped filtering, therefore reducing the bleb." Affected eye unknown.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Clarification to: serial number (B)(4), lot number 61906.

Event description:
Additional information received reported affected eye is left. Patient current iop is 18 mmhg without hypotensive agents.